Event description:
It was reported that stent damage occurred. The target lesion was located in left anterior descending artery. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.